Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-01294. It was reported the patient underwent surgical intervention on 06 march 2023, wherein the ipg was explanted and the lead was stuck in the header. No intervention is currently planned to remove lead.

Manufacturer narrative:
The reported observation of ¿ipg replacement due to a lead contact became stuck in the ipg header assembly¿ was not confirmed. There was no specific complaint concerning the devices performance or ability to provide therapy. During a microscopic inspection of the header lead ports, no contact was noted. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test results confirmed a lead could be fully inserted into both ipg lead ports and make sufficient contact with no mechanical obstruction noted.